Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead exhibited high capture threshold, noise, mode switches, and insulation abrasion. The noise was easily recreated with isometric exercise. The lead was capped and replaced on september 16, 2019. The patient was stable.